Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The weld on the impactor endcap fractured causing it to separate from the shaft. All pieces were returned. There was heavy damage to the bottom of the endcap, just above the fracture site, from repeated impacts. The device was manufactured in 2007 and exhibits signs of extensive wear usage. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the end of the impactor broke off when they slapped the nail back. No delay and back-up device available.